Event description:
Procedure: c-section. Reportedly, over the past couple of weeks this l&d dept has had three pt injuries of the same nature. During c-sections, a large amount of fluid floods the area and this includes the area of the pad site. They use a 3m pad. The pts are developing a reddened area near the pad site. All pads were on the left thigh, and the reddened areas are on the left buttock.